Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on [pcba 1 / pcba 2 / force sensor / motor] / [isolated to electronic stack]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported medtronic logo flashing on the screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for display issues and pump screen is displaying flashing medtronic logo. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1880l was requested, and customer response was the device will be returned.